Manufacturer narrative:
Concomitant medical products: 990063-020 mapping catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, prior to the first application, cardiac tamponade was detected. The tamponade was due to user error. Additionally, a perforation with an unknown source was reported. Drainage was performed and the patient was stable. The procedure continued and the case was completed with cryo. No further patient complications have been reported as a result of this event.